Event description:
We just using the enfit connection for feeding tubes. Thanks for article on your website. We had no idea they were coming. We just got them in our box of supplies like nothing was new. We tried using them and each time they leak. The adapter piece just doesn't work for us no matter how loose or tight it is we slowly drip food all over the floor. We were told to just wrap it in tape. That our medical supplier, xxxxx children's hospital home care, is aware of the problem and there is no fix. I think you should add this to your page. We use the infinity pump. (B)(6